Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: ortho tri-cyclen from 2005 to (B)(6) 2012. Concurrent conditions included body mass index normal, mitral regurgitation, pulmonary valve disease nos and viral hepatitis. Concomitant products included betamethasone since (B)(6) 2018, cholecalciferol (vitamin d3) since (B)(6) 2018, ethinylestradiol; norgestimate (ortho tri-cyclen), loratadine (axcel loratadine) since 2013, metoprolol succinate (toprol xl), metoprolol since 2004, norethisterone (norethindrone) since (B)(6) 2018, oral contraceptive nos since (B)(6) 2018, pantoprazole since 2017, propranolol hydrochloride (inderal la) and venlafaxine since 2017. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), heavier periods"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) 175 lbs - 223 lbs"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2018, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal pruritus ("vaginal discharge that would causes itching"). In (B)(6) 2018, the patient experienced metrorrhagia ("spotting between periods"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen near ovaries and uterus"), menstruation irregular ("irregular flow") and fallopian tube spasm ("tubal spasm"). The patient was treated with betamethasone valerate, norethisterone (norethindrone) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, metrorrhagia and abdominal pain lower had resolved and the depression, vaginal discharge, fatigue, vulvovaginal pruritus and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight (B)(6). Left tube cannulated and device deployed in usual manner with 2 trailing coils noted. Right tube cannulated and device deployed in usual manner with 3 trailing coils noted. Equipment malfunction during procedure, had to wait on replacement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs and mr received: events: vaginal hemorrhage, menorrhagia, depression, dysmenorrhea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight gain, vaginal itching, metrorrhagia, lower abdominal pain, irregular menstruation, tubal spam were added. Essure removal date and surgeries were added. Event onset date and outcome were updated. Medical history and historical drugs were added. Concomitant drugs were added. Reporter causality comments were added. Lab data were added. Reporters were added. Plaintiffs demographic conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "equipment malfunction during procedure, had to wait on replacement". The patient's medical history included depression. Previously administered products included for prevent pregnancy: ortho tri-cyclen from 2005 to (B)(6) 2012. Concurrent conditions included body mass index normal, mitral regurgitation, pulmonary valve disease, viral hepatitis, gerd and blood pressure high. Concomitant products included betamethasone since (B)(6) 2018, cholecalciferol (vitamin d3) since (B)(6) 2018, ethinylestradiol;norgestimate (ortho tri-cyclen), loratadine (axcel loratidine) since 2013, metoprolol succinate (toprol xl), metoprolol since 2004, oral contraceptive nos since (B)(6) 2018, pantoprazole since 2017, propranolol hydrochloride (inderal la) and venlafaxine since 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia), heavier periods"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss (specify which one) 175 lbs - 223 lbs"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2018, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced metrorrhagia ("spotting between periods"). In (B)(6) 2018, the patient experienced vulvovaginal pruritus ("vaginal discharge that would causes itching"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen near ovaries and uterus"), menstruation irregular ("irregular flow") and fallopian tube spasm ("tubal spasm"). The patient was treated with antidepressants, betamethasone valerate, norethisterone (norethindrone) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, metrorrhagia and abdominal pain lower had resolved and the depression, vaginal discharge, fatigue, vulvovaginal pruritus and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: current weight 226 lbs. Left tube cannulated and device deployed in usual manner with 2 trailing coils noted. Right tube cannulated and device deployed in usual manner with 3 trailing coils noted. Equipment malfunction during procedure, had to wait on replacement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: plaintiff fact sheet received. Medical history was added. Outcome of event genital haemorrhage captured as recovered. Event genital haemorrhage updated as non serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "equipment malfunction during procedure, had to wait on replacement". The patient's medical history included depression. Previously administered products included for prevent pregnancy: ortho tri-cyclen from 2005 to (B)(6) 2012. Concurrent conditions included body mass index normal, mitral regurgitation, pulmonary valve disease, viral hepatitis, gerd and blood pressure high. Concomitant products included betamethasone since (B)(6) 2018, colecalciferol (vitamin d3) since (B)(6) 2018, ethinylestradiol;norgestimate (ortho tri-cyclen), loratadine (axcel loratidine) since 2013, metoprolol succinate (toprol xl), metoprolol since 2004, oral contraceptive nos since (B)(6) 2018, pantoprazole since 2017, propranolol hydrochloride (inderal la) and venlafaxine since 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia), heavier periods"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss (specify which one) 175 lbs - 223 lbs"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2018, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced intermenstrual bleeding ("spotting between periods"). In (B)(6) 2018, the patient experienced vulvovaginal pruritus ("vaginal discharge that would causes itching"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen near ovaries and uterus"), menstruation irregular ("irregular flow"), fallopian tube spasm ("tubal spasm") and menometrorrhagia ("menometrorrhagia"). The patient was treated with antidepressants, betamethasone valerate, norethisterone (norethindrone) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, weight increased, intermenstrual bleeding and abdominal pain lower had resolved and the depression, vaginal discharge, fatigue, vulvovaginal pruritus, menstruation irregular and menometrorrhagia outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, menometrorrhagia, menstruation irregular, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: current weight 226 lbs. Left tube cannulated and device deployed in usual manner with 2 trailing coils noted. Right tube cannulated and device deployed in usual manner with 3 trailing coils noted. Equipment malfunction during procedure, had to wait on replacement. Current cause - 18cecg03721. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information was added. Event menometrorrhagia added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "equipment malfunction during procedure, had to wait on replacement". The patient's medical history included depression. Previously administered products included for prevent pregnancy: ortho tri-cyclen from 2005 to (B)(6) 2012. Concurrent conditions included body mass index normal, mitral regurgitation, pulmonary valve disease, viral hepatitis, gerd and blood pressure high. Concomitant products included betamethasone since august 2018, cholecalciferol (vitamin d3) since (B)(6) 2018, ethinylestradiol;norgestimate (ortho tri-cyclen), loratadine (axcel loratadine) since 2013, metoprolol succinate (toprol xl), metoprolol since 2004, oral contraceptive nos since (B)(6) 2018, pantoprazole since 2017, propranolol hydrochloride (inderal la) and venlafaxine since 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia), heavier periods"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In december 2012, the patient was found to have weight increased ("weight gain / loss (specify which one) 175 lbs - 223 lbs"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2018, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced intermenstrual bleeding ("spotting between periods"). In october 2018, the patient experienced vulvovaginal pruritus ("vaginal discharge that would causes itching"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen near ovaries and uterus"), menstruation irregular ("irregular flow"), fallopian tube spasm ("tubal spasm") and menometrorrhagia ("menometrorrhagia"). The patient was treated with antidepressants, betamethasone valerate, norethisterone (norethindrone) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, weight increased, intermenstrual bleeding and abdominal pain lower had resolved and the depression, vaginal discharge, fatigue, vulvovaginal pruritus, menstruation irregular and menometrorrhagia outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, menometrorrhagia, menstruation irregular, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: current weight 226 lbs. Left tube cannulated and device deployed in usual manner with 2 trailing coils noted. Right tube cannulated and device deployed in usual manner with 3 trailing coils noted. Equipment malfunction during procedure, had to wait on replacement. Current cause - (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "equipment malfunction during procedure, had to wait on replacement". The patient's previously administered products included for prevent pregnancy: ortho tri-cyclen from 2005 to january 2012. Concurrent conditions included body mass index normal, mitral regurgitation, pulmonary valve disease and viral hepatitis. Concomitant products included betamethasone since august 2018, colecalciferol (vitamin d3) since july 2018, ethinylestradiol;norgestimate (ortho tri-cyclen), loratadine (axcel loratidine) since 2013, metoprolol succinate (toprol xl), metoprolol since 2004, oral contraceptive nos since september 2018, pantoprazole since 2017, propranolol hydrochloride (inderal la) and venlafaxine since 2017. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss (specify which one) 175 lbs - 223 lbs"). In october 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia), heavier periods"). In november 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In september 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2018, the patient experienced vaginal discharge ("vaginal discharge"). In july 2018, the patient experienced metrorrhagia ("spotting between periods"). In october 2018, the patient experienced vulvovaginal pruritus ("vaginal discharge that would causes itching"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen near ovaries and uterus"), menstruation irregular ("irregular flow") and fallopian tube spasm ("tubal spasm"). The patient was treated with antidepressants, betamethasone valerate, norethisterone (norethindrone) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, metrorrhagia and abdominal pain lower had resolved and the genital haemorrhage, depression, vaginal discharge, fatigue, vulvovaginal pruritus and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: current weight 226 lbs. Left tube cannulated and device deployed in usual manner with 2 trailing coils noted. Right tube cannulated and device deployed in usual manner with 3 trailing coils noted. Equipment malfunction during procedure, had to wait on replacement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events abnormal bleeding (general), equipment malfunction during procedure, had to wait on replacement were added. Treatment drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report